Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor reading as compared to reading obtained on a competitor meter. The customer experienced confusion and had contact with a healthcare provider who obtained a glucose reading of 1.8 mmol/l. Sugar cubes and banana were provided to the customer as treatment for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.